Event description:
It was reported that the customer was going to the hospital to be treated for hyperglycemia. The customer's blood glucose reading was over 600 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test was passed. The customer declined to perform the high pressure test. Prior to the event, the insulin pump alarmed no delivery. The customer uses quick-set infusion sets. The customer last charged her infusion set on the morning of the event. The customer stated that she has some scar tissue at her infusion sites. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.